Event description:
Caller reported a malfunction on the pump, with malfunction code 16 displayed, and fault ID available as 0x20e6. There was no information regarding any adverse impact on the customer's blood glucose level. Customer was advised by technical support (cts) to replace the pump and use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Customer was informed that a replacement pump with updated software would be sent, and a return of the faulty pump was required within 10 days to avoid charges. Instructions included placing the pump in storage mode and connecting the continuous glucose monitor (cgm) to the new pump, which were understood and acknowledged by the customer.